Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that occlusion alarms occurred. Customer's blood glucose was 478 mg/dl with high ketones. Customer administered a manual correction injection to address bg. Customer went to the emergency room (ER) to address elevated bg. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2024. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Battery not holding charge was verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.